Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A loose connection was reported, which is a known cause of this alarm. The cause of the loose connection was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the patient check lines and bags found that the connector on the supply bag was loose and leaking. The technical service representative had the patient closed all clamps. Cycled power on the homechoice to clear the alarm and end therapy. The patient disconnected from the homechoice. The technical service representative assisted with removing cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.